Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer needed to press the buttons 30-40 times for them to respond. Customer's blood glucose level was 14 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the leak test. The pump was received with unresponsive buttons due to broken keypad traces. Unable to perform the displacement test due to unresponsive buttons. The pump was received with a keypad connector properly connected. No damage or moisture damage on the keypad assembly, electronic assemblies or motor assemblies noted per visual inspection. The pump was received with a stained keypad overlay and minor scratches on the lcd window.